Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2022-00046, 3013450937-2022-00047, 3013450937-2022-00048, 3013450937-2022-00049, 3013450937-2022-00050, 3013450937-2022-00051 and 3013450937-2022-00052.

Event description:
It was reported that the patient presented with an alleged disassociated stem on the resurfacing femur and an alleged infection on (B)(6) 2022, after receiving a proximal tibia replacement surgery on (B)(6) 2020. The implanting surgeon performed revision surgeries on the patient to wash the patient out on (B)(6) 2022. The surgeon also performed a revision surgery on (B)(6) 2022 to remove all the implants that were implanted on (B)(6) 2020 during the original the proximal tibia replacement surgery. It was also reported that the surgeon plans to put in replacement implants when the infection clears up. No revision surgery to do this has been scheduled yet. No additional information regarding this adverse event has been provided.

Event description:
It was reported that the patient presented with an alleged disassociated stem on the resurfacing femur and an alleged infection on (B)(6) 2022, after receiving a proximal tibia replacement surgery on (B)(6) 2020. The implanting surgeon performed revision surgeries on the patient to wash the patient out on (B)(6) 2022 and (B)(6) 2022. The surgeon also performed a revision surgery on (B)(6) 2022 to remove all the implants that were implanted on (B)(6) 2020 during the original the proximal tibia replacement surgery. It was also reported that the surgeon plans to put in replacement implants when the infection clears up. No revision surgery to do this has been scheduled yet. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged implant loosening could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly.